Event description:
Customer reported a cartridge change error with their pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer was guided by technical support to inspect the cartridge and pump, clean the pneumatic tap area, and follow on-screen instructions to load the cartridge, but attempts to load new cartridges failed. Technical support decided to replace the pump, confirming it was under warranty. Customer was advised to use a backup insulin pump in the meantime and understood instructions on returning the faulty pump.